Event description:
Acute occlusion of right limb of ibd and additional occlusion of right hypogastric branch. Fem to fem bypass, subsequent fasciotomy and subsequent bk amputation. FDA safety report ID# (B)(4).